Event description:
Pt was at home, woke up with the arterial end of the catheter completely falling off on its own. Catheter was in the right internal jugular. Catheter had been used for a couple of weeks. On 8/20/95, he came to the hosp and had it repaired, with sterilization of the arterial tip that was exposed, replacement of the arterial end with a new catheter tip.